Event description:
It was reported that a customer experienced an issue with their device's battery depleting too quickly. There was no reported impact on the customer's blood glucose level, as no information was provided. The situation awaited the return of the pump for further assessment, but no additional information or outcomes were available regarding the event.